Manufacturer narrative:
Pod was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received without the adhesive pad, no damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod data showed no evidence of timeouts or drive stalls, indicating the pod did not struggle to deliver insulin during runtime. A pulse width increase was observed in the data that led to the observed alarm, fluid was observed to freely travel the complete fluid path and the drive mechanism was observed to be free of damages or defects that would have led to the observed pulse width increase. The pod data showed the device generated an 0x6a "occlusion during runtime (threshold exceeded, not at end of bolus) " alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in the observed hazard alarm. The exact cause of the 0x6a alarm could not be determined. The rear sma wire was observed to be broken next to the broken kill switch. Damage to the sma wire would not have caused the observed 0x6a alarm present in the data. Inspection of the pod data showed no timeouts, indicating that the sma wires must have been intact during runtime. The damage observed can be confirmed as post-use. Damage was observed on the vent of the bottom housing. No corrosion or evidence of fluid entering the pod through this damage was seen inside the pod. The damage would not affect the cannula assembly or the pod's ability to adhere. Nor would it cause the pod to generate a hazard alarm. The exact timing and cause of the damage could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.